Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. The returned products met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the devices were tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the devices to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the hand piece was used for 5 minutes cut and knife blade would not retract correctly. The hand piece jammed in the mouth of the instrument and used a lot of force to retract the blade, used a few more time but same result. Another hand piece was used to complete the procedure. There was no patient injury.